Event description:
The customer reported being in the emergency room with high blood glucose and diabetes ketoacidosis. The caller stated that her admission was due to the leaky reservoirs that have been recalled. The customer experienced nausea, vomiting, excessive thirst, excessive urination, abdominal pain, and flu symptoms. The customer stated that she kept checking the blood glucose and drinking water, but it continued increasing. The customer stated that the hospital removed the insulin pump and was treated with an insulin drip and manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.